Event description:
It was reported that this right ventricular (rv) lead was found to be fractured upon x-ray review. A revision procedure was performed during which the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found to be fractured upon x-ray review. A revision procedure was performed during which the lead was explanted and replaced. Information was later received indicating improper lead placement was the suspected cause of the observed lead fracture. As such, the physician elected not to return the lead for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was found to be fractured upon x-ray review. A revision procedure was performed during which the lead was explanted and replaced. No adverse patient effects were reported.